Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed with the naked eye. A mark on the rim of the minicap was found which appeared to be a crack. The reported condition was verified. The cause of the crack could not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis after using a cracked minicap . It was reported that during use, a small hairline crack was visible on the minicap and ¿a minute amount¿ of iodine was seen leaking out. Subsequently, the patient developed peritonitis. The treatment for and the outcome of the peritonitis were not reported. The reporter stated that the minicap package was well sealed and was without any issues or damage. Prior to use, the product appeared intact with no apparent crack. It was during use that the product developed the crack (not further specified). It was reported that a disinfectant was used on the transfer set. The minicap was changed as a result of the event. No further information was provided regarding whether the patient was hospitalized for the peritonitis or if pd therapy was ongoing. No additional information is available.